Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient with right ventricular (rv) lead exhibited high pacing thresholds. Lead perforation was suspected but additional information indicates that this issue was not confirmed. During lead revision, there was separation noted of the proximal end of the shocking coild from the lead body. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. This lead's allegation of bond separation between coil and insulation was confirmed. During visual inspection, the proximal end of the distal spring electrode was separated from the lead body insulation, along with the bunched poly insulation sleeve.